Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed the waste backed up and water got in the extension cord connected to the non-abbott ups. The ups short-circuited and the instrument shut down. The extension cord which the ups was connected showed signs of smoke, sparks were seen, and a burning smell was detected in the laboratory. The power plug for the alinity ci series scm was also burnt. The power plug was replaced. The instrument was plugged in and confirmed it was working correctly. The technician reconfigured the ups and power outlets to a location away from the waste. There was no harm to the user or impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity ci series system control module, serial number (B)(6). It was determined that the alnty c pwr cn EU (alinity power plug) required replacement which resolved the reported issue. A review of the service history for the alinity ci series system control module, serial number (B)(6), did not identify any additional complaints related to the customer reported event. A review of complaint tracking and trending did not identify an increase in complaint activity for either the alinity ci series system control module, serial number (B)(6), or the alnty c pwr cn EU (alinity power plug) related to the reported event. A review of relevant manufacturing documentation did not identify any issues associated, with the alnty c pwr cn EU (alinity power plug) as it relates to the customer reported event. Review of product labeling concluded that the current issue is adequately addressed. Based on the available information, no systemic issue or product deficiency was identified for the alinity ci series system control module, serial number (B)(6), or the alnty c pwr cn EU (alinity power plug).

Event description:
The customer observed the waste backed up and water got in the extension cord connected to the non-abbott ups. The ups short-circuited and the instrument shut down. The extension cord which the ups was connected showed signs of smoke, sparks were seen, and a burning smell was detected in the laboratory. The power plug for the alinity ci series scm was also burnt. The power plug was replaced. The instrument was plugged in and confirmed it was working correctly. The technician reconfigured the ups and power outlets to a location away from the waste. There was no harm to the user or impact to patient management.